Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. The field service engineer (fse) tested the unit and could not duplicate the reported problem. The patient circuit used was not with v60 when fse performed tests. Unit passed all testing with fse patient circuit. No parts were replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported constant proximal pressure line disconnect alarm. It is unknown whether the device was in clinical use at the time oft he reported event.